Event description:
It was reported that the patient presented to the clinic after hearing an alert tone. The device was found to have undergone a charge circuit timeout. It was noted that the charge time was greater than 30 seconds. The device was found to be at end of life (eol) with the device battery voltage above elective replacement indicator (eri) trigger. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis of the device revealed normal battery depletion. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device at eri (elective replacement indicator). (B)(4).

Manufacturer narrative:
Product event summary: further analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in the field action but returned product testing has not been completed; therefore, it could not be determined if this device performed as described in the field action. (B)(4).